Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Tip of femur extractor broke off inside size 5 right medial left lateral trial implant. Case type: pka.